Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump had no button response due to corroded keypad traces. No unexpected button error alarms or ramping of numbers noted during testing. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 202mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.